Manufacturer narrative:
Patient information is not available for reporting. 510k: this report is for one (1) unknown distal screw/unknown lot. Part and lot number are unknown; UDI number is unknown. 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a hip surgery performed on (B)(6) 2018, the distal screw was not placed in the nail. The surgeon corrected the position. Surgery was prolonged for about nine (9) minutes. No patient consequences reported. The surgery was completed successfully. Concomitant device reported as unknown nail (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown distal screw. This is report 2 of 2 for complaint (B)(4).